Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had the buttons which were not responding. The customer's blood glucose level was unknown at the time of the incident. The customer stated that there was no response from any button. The customer stated the pump was not exposed to a change in altitude. The customer described the keypad condition as keypad puffed or compressed. The customer stated that the side was broken. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.